Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was manufactured 5 years ago. Omsc guessed that the reported events that the device failed to start up and the endoscopic image did not appear were caused by the defect of the printed circuit board. The defect of the printed circuit board may have been caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products, and dietary supplements during a pandemic. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed that the printed circuit board was defective. There is possibility that the reported events were caused by the defect of the printed circuit board. If additional information becomes available, this report will be supplemented.

Event description:
The user facility said that the device failed to start up. And olympus repair center found that the endoscopic image did not appear. There was no report of patient injury associated with this event.